Event description:
Balloon adhered to wire, unable to bring balloon out of guide. Wire and balloon removed (vessel dissected and wire had to recross lesions). When removing balloon from wire (outside of pt) tip was stuck to wire.